Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
String was defected. They would break- tampon [device breakage]. The strings were defected and looked cut [device physical property issue]. Case narrative: consumer reported via e-mail that the string would break. No injury reported.